Event description:
An article entitled "medial necrosis due to sirolimus-eluting stent implantation in human coronary artery" published in the journal of cardiology was found during a literature search. The pt had a cypher 3.0 x 30 mm stent implanted in the proximal right coronary artery (rca) during the index procedure. The pt expired due to a subdural hematoma just less than one-year after the procedure. No info was provided regarding this event. An autopsy was performed and the stent was reported to be widely patent and most of the stent was still minimally covered by neointima. The findings indicated medical necrosis at the segment of sirolimus-eluting stent implantation.

Manufacturer narrative:
Article: "medial necrosis due to sirolimus-eluting stent implantation in human coronary artery" published in the journal of cardiology (2008) vol. 51, pp. 60-64. The indication for the index procedure was effort angina. Coronary angiography demonstrated a total occlusion of the proximal rca. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 8 atm. A cypher 3.0 x 30 mm stent was implanted at 22 atm. The pt remained asymptomatic and was compliant with his antiplatelet therapy. Please note that device is distributed outside the untied states, however, it is similar to the united states product. The product is not available for eval and testing. A literature search revealed an article entitled "medial necrosis due to sirolimus-eluting stent implantation in human coronary artery." The article was published in the journal of cardiology. A male passed away approx one year post cypher stent implantation, due to severe acute subdural hematoma. An autopsy revealed medial necrosis at the segment of cypher stent implantation. Past medical history included uncontrolled diabetes mellitus. The indication for the procedure was effort angina. Pci was performed in a totally occluded lesion in the proximal rca. The lesion was pre-dilated before the implantation of a 3.0 x 30 mm cypher stent deployed at 22 atm with satisfactory results. The rated burst pressure indicated in the IFU is 16 atmospheres. Discharge medications included aspirin and ticlopidine. Approx eleven and a half months post index procedure, the pt died of severe acute subdural hematoma. An autopsy revealed medial necrosis at the segment of sirolimus-eluting stent implantation and the stent was widely opened. The article explained that unusual vessel responses to ses, such as late acquired incomplete stent apposition (isa), have been observed on follow-up intravascular ultrasound in pts who rec'd ses. Although the precise mechanism of late isa has not been clarified, focal positive vessel remodeling is thought to be potential cause. The article concluded that the autopsy findings indicate that cytoxic effects of sirolimus can induce late-acquired incomplete stent apposition and/or aneurysmal changes after stenting in human coronary arteries. The product was not returned for eval; therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the mfg route sheets could not be completed. An enlargement in the external elastic membrane (eem) of the vessel, increasing the vessel volume and the plaque volume found behind the stent indicates positive vessel remodeling. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Based on the info available, there are possible pt (diabetes mellitus), vessel characteristics (total occlusion) and procedural factors (22 atm of pressure used for stent deployment) that may have contributed to this event. Please note that this is the initial/final report for this product.